Manufacturer narrative:
A sensor panel replacement following a failed patient leakage test during fsca 881841 was reported. The failure was found during preventive maintenance. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. This complaint is in scope of fsca# 881841. Based on the results the reported failure "failed electrical leakage check during fsca 881841" could be confirmed. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
A sensor panel replacement following a failed patient leakage test during fsca 881841 was reported. The failure was found during preventive maintenance. No harm to any person has been reported. Complaint ID: (B)(4).